Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use in a shoulder cuff repair surgery, the twinfix screw broke causing a separation between the anchor and the inserter. All the broken pieces were removed by tweezers. The procedure was completed with non-significant surgical delay with a smith and nephew back up device in the same bone hole. No void left in the patient. No patient complications were reported. The patient is already recovered.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A material certificate of analysis was required for the raw material. A review of the anchor specifications found that no burrs, cracks, or contamination is allowed. A certification of compliance to material and processing specifications is required. A visual inspection of the returned device found the device outside the original packaging. The device has been deployed and anchor is fractured. The distal end of the inserter is flared. There is debris on the device. A review of the customer provided images finds a fractured anchor and damaged insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Per case details, the device screw broke causing a separation between the anchor and inserter, during a shoulder cuff repair surgery. Reportedly, all pieces were retrieved using tweezers and the procedure was completed with a smith and nephew backup device in the same bone hole with a non-significant procedural delay. No void was left in the patient, and no patient complications were reported. Per case communication, the patient¿s current status is already recovered. Smith and nephew has not received the requested patient specific documentation, the explanted device, and/or adequate materials to fully evaluate the root cause of the complaint. Patient impact beyond that which was reported could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.